Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 99mg/dl. It was stated that the doctor confirmed the insulin pump was functioning properly, but the customer did not eat, which caused his glucose level to drop. No further information was provided.